Manufacturer narrative:
According to the field investigation the calf supports were discarded so no parts were returned to engineering for analysis. However the hill-rom field tech indicated the roll pin that supports the calf support bracket was missing. He replaced the roll pin and calf support. In december of 2003 hill-rom engineering made a change to the calf support which increased the force required to dislodge the roll pin by 159% increasing the engagement between the roll pin and the calf support bracket at the ball and rod.

Event description:
A nurse was setting up a calf support for a pt when the calf support came off the bed. No injury was reported.